Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010; 407645, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were alerts for high undefined impedance for the right ventricular (rv) defibrillation coil, the superior vena cava (svc) defibrillation coil, and the rv pacing portions of the rv lead. It was also reported the there were alerts for high undefined left ventricular (lv) lead impedance and increasing lv lead thresholds. It was noted that the rv coil was suspected to have failed. Both leads remain in use. No patient complications have been reported as a result of this event.